Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(6): "infusion rate is incorrect." According to the customer: "infusion rate is incorrect. 500ml of fluid being infused with a buretrol. At the end of the infusion 150ml was left. Issue occurred (B)(6) 2021 in paediatrics. No patient injury or harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the back housing were intact. Three keys on the keyboard were damaged. The device was in a clean state but showed aged related signs of wear. The membrane was darkened. Except the keyboard no damages were detected. 2.2 a functional test was performed. The device did start using the power of the battery and passed the self-test, the mains voltage was connected, and the battery pack got charged. An infusomat space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the pressure cut-offs and pressure limitations then were checked and functioned according to the specification. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -4,11%. 2.6 after disassembling it was found that there were residuals of liquid on the circuit board, which also was damaged on the side. The stepper motor showed age related signs of wear in form of a too large bearing clearance. 3. Judgment: 3.1 the complaint could not be confirmed. The complained flow deviation could not be determined. Summing up all tests, the infusomat fms operates within our specification.